Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. A DHR review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issue. The legal manufacturer performed an investigation and provided the following analysis: the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: 1 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 2 - a defective footswitch (temporary fault). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. 3 - a defective footswitch (temporary fault, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault).

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of error code received was confirmed. The device was inspected and found a faulty generator board causing the error code. The listed part was replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that an error message was received while the device was in use during a procedure. The device shut off and when it was turned back on, error code e433 was received. There was no patient injury or harm. No additional information was provided.